Event description:
Additional information received clarified the patient¿s spouse was given a prescription for erythema with minimal discharge at the incision at the time of discharge. The spouse disposed of the prescription and when the patient returned for their 1 week follow up it was noticed that they had developed the cellulitis. It was also reported that the cellulitis was not related to any of implantable neurostimulator (ins) components but was related to the procedure. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that upon examination the patient had less than 2 cm of redness on (B)(6) 2013. Examination on (B)(6) 2013 found that the incision had not closed with clear discharge. The patient¿s entire system was explanted and replaced. It was noted that event resolved without sequela on (B)(6) 2013 but was also unresolved at the time of study closure, (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05j9l, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced cellulitis. It was further reported that the patient had a "mild subcutaneous erythema" that was "10 cm in diameter with minimal discharge." It was noted that the condition was "procedure related." The patient was administered antibiotics to treat the condition. It was additionally noted that immediately following the implant procedure the patient had had "drainage at the incision site." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# va05j9l, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient had an infection after the surgery "from the hospital or whatever" so they had to remove the device. The patient stimulator was first implanted on the right cheek (B)(6) 2013.